Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the report toggling between air in line alarm and downstream occlusion. The customer reported toggling between air in line alarm and downstream occlusion. A review of the event history log identified multiple "air-in-line!" And "downstream occlusion!" Alarms. The cause was determined to be a failing upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced toggling between a downstream occlusion and an air in line. There was no patient involvement. No additional information is available.